Manufacturer narrative:
This report is submitted on july 3, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to incorrect insertion of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 14, 2020. Attachment: [01662 device analysis report.pdf]